Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, contamination) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a short near the j1 battery connector on the computer/analog board. Additionally, contamination was found on the defibrillator pca. The root cause for the shorted j1 connector could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.